Event description:
It was reported that during removal, resistance was encountered between the stent delivery system and the guidewire. An 10.0-31 mm carotid wallstent was selected for use with a non-boston scientific (bsc) embolic protection device. The treatment area involved the internal carotid artery. The stent was successfully implanted. During removal, resistance was encountered between the stent delivery system and the guidewire of the protection device. The guidewire of the protection device was also pulled so the balloon was deflated, and both the devices were removed together as a unit. There was no patient complication as a result of this event.